Event description:
The device failed to discharge at the selected energy level; the output was approximately half of the selected energy. Complainant did not indicate that there was any patient involvement.